Manufacturer narrative:
A ge rep evaluated the system and found that mag1 mode is not working, but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported a generator error, and the fe reported that the mag1 mode was not working. The system shuts down when this occurs, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.